Event description:
It was reported that the instrument fired, however the gun would not release. It is unknown how the device was released, however there was no consequence to the pt. There was an extended or time of 30 minutes. The surgeon used a similar device to complete the case. There is no further info available.